Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the device was not detected on bus. The customer stated that there was a delay in dispensing medications to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the tower door 3 was clicking. A field service engineer (fse) cleaned the oxidation off the connections and re-seated the connectors on all the latches to resolve the issue. The system functioned as intended after field service engineer repaired the device.